Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks from date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r-MRI, upn: m365sc1232, model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had an infection at the midline incision site. It was noted that there was tenderness at the site. Infection was not device or procedure related. The patient underwent a spinal cord stimulator (scs) system explant procedure and was placed on antibiotics. The patient was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.